Manufacturer narrative:
Based on this information received, following submission of the initial report, this event does not meet criteria for reporting as a malfunction. The manufacturer internal reference number is: (B)(4).

Event description:
Previously reported information, indicated that the surgical mode in which the suction issue occurred, was not identified.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported ultrasound not working, decreased suction, metal noise with the system. System screen showed tip was loose, even when it was not. Procedure details and patient impact have not been provided. Additional information has been requested.